Event description:
Patient undergoing cerebral angiogram and embolization of right sphenopalatine artery. During procedure, microcatheter was being advanced through the sheath. The sheath kinked and was bent. When the microcatheter was being pulled out, the tip of the wire broke, leaving a small retained fragment, approximately less than 1 mm of catheter remains. Due to the nature of where it was, it could not be retrieved. There is adequate blood flow through the artery.